Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button has stopped working. The device turns on when plugged into a power source. There was no impact to customer's blood glucose level. Reportedly, customer will continue using the pump for insulin therapy, and has back up short acting insulin if needed for insulin therapy.